Manufacturer narrative:
The gas delivery system (gds) assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds . The test data acquisition (da) pcba and oxygen solenoid valve will be installed to the gas delivery system (gds) assembly. The gas delivery system (gds) assembly will be installed in the fi test ventilator in an attempt to duplicate the reported problem. During troubleshooting the gds assy found defective u1 (sensor air flow amp 1000 sscm) generating the analyzer reading to 248.0 lpm set at 10 lpm. U1 and eeprom u2 that contains the sensor calibration data was replaced on the air flow sensor pcba. The gas delivery system (gds) assembly will be installed in the fi test ventilator. An attempt will be made to power up into normal ventilation mode. Final evaluation results: the test ventilator did power up from ac and deliver breaths, the test ventilator alarm message: and screen did not display¿low leak-c02 rebreathing risk¿, and the air flow accuracy test did pass. Also it was noted that the execution of post was executed 25 times without generating any failures and the ventilator did operate for 2 hours without failures.

Event description:
The customer reported unit is not returning a minute volume and there is a rebreathing risk alarm. It is unknown if the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user reported.